Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used outside of a procedure. It was reported that there was an out of box failure with the disposable kit. It was reported that there was a tubing problem; the saline did not flow or drip from tube. There was no patient present when this issue was identified.